Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, labeling review, and field data review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed and evaluation indicated that the patient median result for the complaint lot was within the established control limits and performance was comparable to other lots in the field between february 11, 2018 and august 11, 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06. Issue for the same patient using a different complaint lot, 85185fn00, was filed under MDR number 3008344661-2018-00094.

Event description:
The customer observed falsely depressed results while using architect total psa (prostate specific antigen) reagents. The following data was provided for the same patient. Sid (B)(6) initial 0.83 ng/ml, repeat 0.80, 0.79, 0.74 ng/ml, repeat in another laboratory 0.71, 0.61, 0.83, 0.88 ng/ml. Sid (B)(6) initial 1.19 ng/ml, not repeated. Sid (B)(6) initial 2.02 ng/ml, not repeated. Sid (B)(6) initial 1.16 ng/ml, not repeated. Sid (B)(6) initial 3.38 ng/ml, not repeated. Sid (B)(6) initial 1.09 ng/ml, not repeated. Sid (B)(6) initial 4.57 ng/ml, not repeated. Sid (B)(6) initial 7.23 ng/ml, not repeated. Sid (B)(6) initial 0.74 ng/ml, not repeated. No impact to patient management was reported.